Manufacturer narrative:
Follow-up #1: date of submission 04/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows loss of prime warnings associated with a low non-zero force. On (B)(6) 2015 09:49 loss of prime; deliveries resumed at 12:07. On (B)(6) 2015 17:40 loss of prime; deliveries resumed at 18:49..#2. On (B)(6) 2015 14:28 loss of prime; deliveries resumed at 15:31. On (B)(6) 2015 12:13 loss of prime; deliveries resumed at 13:49. On (B)(6) 2015 18:52 loss of prime; deliveries resumed at 19:22..#3. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration is detecting the correct force. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) between mid-teens to upper teens with extreme drowsiness and symptoms of dehydration. The patient self-treated with insulin via pump. The reporter stated that there were basal adjustments were made. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.